Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The disposable loading unit was used with an auto suture* multifire endo hernia*disposable stapler during an inguenal hernia repair procedure. Reportedly, the staples did not form properly.